Manufacturer narrative:
H.6 investigation summary: mat: 368861; lots: 2004331 and 2256256. Bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples from each batch number of the bd inventory were functionally tested and the issue of underfill was not observed as all 40 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples test results. Bd was unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was under-fill or low draw of a tube with blood, the following information was provided by the initial reporter. The customer stated: "the red tubes are not filling properly. An external doctor complained that it was difficult to take purple tubes. Other purple tubes (from another doctor) also arrived today (very badly filled)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2004331. Medical device expiration date: 2023-04-30. Device manufacture date: (B)(6) 2022. Medical device lot #: 2256256. Medical device expiration date: 2024-01-31. Device manufacture date: (B)(6) 2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was under-fill or low draw of a tube with blood, the following information was provided by the initial reporter. The customer stated: "the red tubes are not filling properly. An external doctor complained that it was difficult to take purple tubes. Other purple tubes (from another doctor) also arrived today (very badly filled)."